Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Clement, n., "the metal-backed glenoid component in rheumatoid disease: eight-to-fourteen year follow-up" (2010). Journal of shoulder and elbow surgery.

Event description:
Information was received based on review of a journal article titled, "the metal-backed glenoid component in rheumatoid disease: eight-to fourteen-year follow-up¿ which reports the outcome and survivorship of the un-cemented glenoid in rheumatoid patients with an intact or repairable rotator cuff at surgery. It was reported that one (1) patient had revision due to infection on an unknown date. There has been no further information provided and the patient outcome is unknown.